Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported a scratch on their patient interface which was applanated on the patient. No patient injury reported. Procedure was completed successfully.

Manufacturer narrative:
Device available for evaluation: yes. Return to manufacturer on 7/2/2019. Device returned manufacturer: yes. Visual inspection: was received within its original packaging confirming the reported lot 60083613. A visual inspection was performed with the unaided eye at the distance of 18 inches revealing no obvious damage or scratch. The reported scratch issue could not be confirmed. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. The risk management files and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.